Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that a beta bionics ilet user experienced inconsistent cgm glucose readings compared to fingerstick values, with the ilet displaying 366 mg/dl and the fingerstick reading 299 mg/dl. The user entered a fingerstick value into the ilet to calibrate the sensor and allow the device to adjust. No outside medical intervention was required.